Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a uni-knee arthroplasty, the impactor broke in half when the surgeon was impacting the femoral implant. None of the broken pieces went into the patient; there was no patient injury.